Event description:
It was reported by a customer in the USA that, an 840 ventilator lower display would intermittently get lines through it. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. Tse recommended swapping the liquid crystal display (lcd) panels. The customer called back, and requested for a covidien customer support engineer (cse) to evaluate and repair the device. The cse evaluated the device and verified the malfunction. The cse replaced backlight inverter printed circuit board (pcbs). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).